Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an additional "nerve damage problem" after implantation of their implantable neurostimulator (ins). It was noted that the device therapy covered all of the patient's original pain but aggravated the new pain pattern when used. It was reported that there was no problem with the ins system. The ins system was explanted but was not returned to the manufacturer because the customer discarded the components. There were no symptoms or an injury related to the event and the patient outcome was noted as no injury/adverse event. If additional information is received, a follow up report will be sent.